Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump recognized the test battery when inserting into the battery compartment. Also, the test battery removes properly from the battery compartment. The pump was monitored for several days and no unexpected insulin delivery error was noted. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer stated that they had high blood glucose of 450 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer also reported that the battery was stuck in the insulin pump. The customer also reported that they had high blood glucose reading of 405 mg/dl and treated with manual injection as well. The insulin pump will be returned for analysis.